Event description:
A trilogy evo ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the service technician confirmed that the trilogy evo system printed circuit assembly (pca) board was defective as well as the trilogy evo flow sensor. The system pca and flow sensor were replaced to resolve the issue. It is additionally noted that the trilogy evo muffler and trilogy evo filter were dirty. No further investigation is required.